Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient came in for their follow up imaging procedure. The imaging showed that there was a peri-device leak. The physician believes that due to the peri-device leak the patient is experiencing hemolysis. No intervention or treatment has been performed at this time. The patient is not experiencing any other complications as a result of this event.